Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having problems with the insulin pump and his blood glucose keeps going up. Customer's blood glucose was 223 mg/dl at the time of the incident. Customer stated that he changed the infusion set multiple times. Customer's current blood glucose was 429 mg/dl. Customer took a bolus with the pump of 5.0 units. Customer's blood glucose was 416 mg/dl. Customer treated with a bolus using only the pump. Customer had 3 no delivery alarms. Customer declined performing the high pressure test. Customer was advised to do a complete set change.